Event description:
The customer contact reported the device did not deliver. It was reported that the bolus cord was connected to a gemstar docking station and a gemstar pump. During inservice training prior to clinical use at the user facility, it was reported that after the button on the bolus cord was pressed, the gemstar pump did not deliver a dose. The cord was replaced. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.